Manufacturer narrative:
The unit has been returned for inspection. Currently an inspection protocol is being written then testing will begin. Once testing has been completed, a follow-up report will be submitted.

Event description:
The company was informed on may 16, 2017 of an event that occurred on (B)(6) 2017. The patient has felt ill and had a bad taste in his mouth and believes it is a result of using his oxygen concentrator. The provider found sieve material on the handle vents of the unit.

Manufacturer narrative:
The unit was returned and evaluated. The unit performed well within its functional specifications. No accumulation of dust was found outside the unit, inside the unit, or exiting through the oxygen outlet.